Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor, unable to confirm sensor anomaly due to sensor sent opened/used.

Event description:
The customer reported via phone call that he inserted a sensor and it broke. The customer stated that he had trouble inserting the sensor and did not pull it straight out. Customer stated that the needle was bend and then it broke. Blood glucose level at the time of the incident was 150 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
(B)(4)